Event description:
Additional information was provided that the lead was subsequently explanted and replaced with a non-boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increasing impedance measurements since implant and at a follow up visit yesterday, impedance was 1409 ohms. Threshold measurements have also increased. However, sensing measurements are good, there is no evidence of loss of capture or noise and the patient is asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated that the normal impedance range for this lead is 200-800 ohms. The caller stated that the associated non-bsc device is going to be replaced and this lead may be revised during the changeout procedure. According to our resources, the lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.